Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler rattled and water tightness failure. A root cause could not be identified. Based on the investigation results, it is likely that the following issues contributed to the malfunction: regarding the customer allegation, a disconnection in the cable unit and a dent in the electrical contact may have prevented the endoscopic image from being displayed. Additionally, related to the investigation findings, the coupler was found to rattled due to deformation of the coupler unit. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: it was also reported that the device was not working.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was no longer displaying an image. This occurred during inspection for use. There were no reports of patient harm.